Event description:
It was reported that the balance middleweight universal ii guide wire was prepped for use. The guide wire was inspected prior to use and no device issues were noted. During the procedure in an unspecified vessel, the balance middleweight universal ii was advanced into the patient anatomy, and it was noted upon imagining that the radiopaque tip of the guide wire was missing. The device was removed from the anatomy and another balance middleweight universal guide wire was used. There is no allegation that the radiopaque tip detached in the anatomy. There were no adverse patient effects and no clinically significant delay. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, return device analysis revealed that there was no device separation as reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Inspection of the returned device found the entire guide wire tip, core and shaping ribbon were intact confirming no detachment occurred. There was no damage noted to the guide wire. Guide wire visibility under fluoroscopy was reduced over the 3 cm length of the tip coil segment, but was unaffected at the tip ball solder and the gold marker band (located 4.5 cm from the tip). Investigation determined that inadequate line clearance likely caused a limited number of guide wires in one isolated lot to be manufactured with an incorrect tip coil subassembly. During the interventional procedure, when the physician noted the reduced visibility, the guide wire was removed and the patient did not experience any adverse effects.

Manufacturer narrative:
(B)(4).